Event description:
Rptr indicated a vns therapy pt developed seroma at the generator site post prophylactic generator surgery. The pt did not experience trauma or manipulate the device. The pt was given augmentin. Additional information received from the physician indicated the pt's seroma resolved on its own with no other interventions. Review of manufacturing records confirmed sterility of the device prior to shipment. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.